Event description:
The device was used during a laparoscopy. Reportedly, the safety shield did not function properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.